Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The tip, balloon, markerbands, proximal weld and shafts were microscopically and tactile inspected. Inspection revealed a pinhole in the balloon material located at the distal edge of the distal markerband, and there were numerous kinks in the hypotube. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-mar-2018. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in a coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.